Event description:
It is reported that the previously reported stroke is not related to the study device.

Event description:
The patient had one endeavor sprint stent implanted to the lad. Approximately 18 months post index, the patient suffered a cva/stroke event and was re-hospitalized. It was not assessed whether this event was related to the study stent. The patient recovered from the event.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stroke).